Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, a replacement procedure was performed due to difficulty mobilizing the tube. In endoscopic images, a buried bumper was discovered that could be excavated endoscopically.

Manufacturer narrative:
Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.